Event description:
It was reported that the left ventricular lead had a progressively increasing threshold. The lead is still in use. No patient complications have been reported as a result of this event. It was reported by the clinical investigator that the lead thresholds were still high at a later follow-up session but that the lead was still in use. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the left ventricular lead had a progressively increasing threshold. The lead is still in use. No patient complications have been reported as a result of this event.

Event description:
The lead was explanted and replaced.